Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, on (B)(6) 2010, the advantage was explanted due to erosion and an unknown device was implanted. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.